Event description:
Related manufacturer reference number: 2017865-2022-13373. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed high pacing impedance. When patient presented in clinic it was revealed that the high pacing impedance was caused by a loose set screw on the implantable cardioverter defibrillator (ICD). Insulation damage was noted on the left ventricular (lv) lead. The physician elected to explant and replace the lv lead and tighten the screw on the ICD. The patient condition was stable.